Event description:
The micro sagittal saw was sent for eval due to overheating during a podiatry procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.